Event description:
There was a defective cautery pencil in the c-section pack. During the c-section a small burn occurred to pt's left thigh (approximately 1 cm). This was a superficial burn, physician saw the burn and ordered topical medication.